Manufacturer narrative:
(Extended or time). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during partial gastrectomy, after the doctor used the suture, when checking the tip of the needle was broken. The nurse checked the needle holder, and the needle tip was not attached there. There was a possibility that the needle tip had fallen into the patient's body, and it was not found event though x-ray was performed. The nurse also searched at the surroundings, but the needle tip was too small and was not found. The doctor had to close the incision wound in that situation. There were other cases that needles were bent. The surgical time was extended by more than 30 minutes.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the opened samples noted no sutures and five needles. One needle was received broken at the tip. Upon microscopic inspection, instrument marks were observed near the break site. As no sealed samples were returned, a bend moment test could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. The needle should always be held in the middle where the diameter is greatest. Grasping the needle near the swaged end or the tip could cause bends or breaks, or damage the connection between the needle and suture. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.